Manufacturer narrative:
Results pending completion of evaluation.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. A gore® dryseal sheath (dsl2228j/12556831) was inserted from the patient's right side to implant the ctag devices. It was reported that a strong resistance was felt during the advancement. The devices were implanted without issues. When the sheath was withdrawn from the patient, the patient's blood pressure dropped. The physician suspected a rupture of the access vessel and implanted (B)(6) and (B)(6) to treat the rupture. The patient's vital stabilized once, but it dropped again. The physician performed an open abdominal surgery and identified the complete rupture of the right external iliac artery. The excluder components were explanted and the ruptured iliac artery was reconstructed with a vascular graft. Transfusion was reportedly performed during the procedure. The patient tolerated the procedure. It was reported that the diameter of access vessel was smaller than the sheath outer diameter.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® dryseal sheath instructions for use (IFU) states: if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.